Event description:
It was reported that the pt became aware of interruptions in sound and a strange perception of shaking. Then the pt was no longer able to test. Testing confirmed that the device has malfunctioned.